Manufacturer narrative:
This is a follow up #1 to provide clarified incident date information. Based on this updated information, the event was re-assessed against lifecell's field safety notice (fsca reference (B)(4)) to rule out the possible relationship to the device. The investigation conclusion remains unchanged. Symptoms occurring 2 or 3 days post-operatively in this event is not considered an immediate reaction as per health hazard analysis (B)(4). No further actions are required.

Event description:
This is a follow up #1 to report that clarification was received from the surgeon on 2017-11-20 that the patient's symptoms presented 2 or 3 days post-operatively, not 1 week post-op as initially reported.

Manufacturer narrative:
(B)(4). The surgeon reported that no packaging defects were identified prior to use, the device was used in accordance with the instructions and no device malfunction occurred during the procedure. The IFU warns that potential adverse effects associated with the revolve system include local infection. Based on the qa investigation resulting in no remarkable findings and without culture results to identify the nature of the infection, a relationship between this event and the device cannot be determined. This event included an additional review based on the surgeon's reference to lifecell's field safety notice (fsca reference eval-2017-007-a) to rule out the possible relationship to the device. It was concluded that per health hazard analysis 17-002, any reaction related to endotoxin levels from the device would be immediate. Symptoms occurring one week post-operatively in this event is not considered an immediate reaction.

Event description:
It was reported that this is a (B)(6) patient with a history of mastectomy, chemotherapy and radiotherapy in (B)(6) 2011 and breast reconstruction with ld (latissimus dorsi) and implant in 2013. The patient underwent a breast reconstruction post-mastectomy with mentor implant and fat grafting using revolve lot 10651 on (B)(6) 2016. The surgeon reported that the revolve packaging was intact and followed the instructions including single patient use. One week post-operatively, the patient subsequently developed an infection at the injection site with symptoms of fever and local pain. The patient was dismissed the same day (friday) without any problems and was "controlled" sunday before returning to the netherlands. A few days later, the patient's fever rose higher and did not respond to antibiotic treatment. The patient was admitted to a hospital in amsterdam where the implant was removed. The surgeon reported that the patient had an ecography the day before at the same hospital which was "totally negative, fluids and no signals to any damage." The surrounding skin had some redness. The surgeon is unaware if cultures were taken while the patient was admitted in amsterdam or when the symptoms resolved, but stated that there were no problems found with the implant, only soft tissue edema. The surgeon also reported he has never had a problem using revolve and inquired if the event could be related to lifecell's fsn (fsca reference eval-2017-007-a). "The side effect of this patient was very strange. High fever, but no sign of infection to justify that fever and the body reaction like a septic shock."